Event description:
It was reported that there was an iris pot error displayed on the 9600+ system. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the collimator and the error message no longer appeared. The system operates as intended.